Event description:
Device #4 of 4: reference MFR. Report: 1627487-2017-01904, 1627487-2017-01905 and 1627487-2017-01906. It was reported the patient was not receiving receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.